Event description:
It was reported that the patient experienced increased spasticity with an onset date of (B)(6) 2012. The patient required hospitalization. There was no drug fluid that remained in the pump as of (B)(6). The refill was performed because increased spasticity was observed and it was adjudged that there was no drug in the pump. The program indicated a residual fluid of 6.8ml. According to the physician, no alarm was heard. An x-ray was performed and no catheter abnormality was confirmed. Although the cause was unclear, refill was performed, and informed the patient that the next refill was (B)(6) to ensure safety, upon which the variability would be checked. On (B)(6) 2012, the patient's increased spasticity was confirmed to have been improving. On (B)(6) 2012, CT imaging was performed and revealed no leakage of drug around the pump. It was suggested to check the variability and perform a rotor testing during the next refill. The physician stated that the cause of increased spasticity could not be determined at the time of the report. Following the next refill and anticipated testing, the physician was to determine the causal relationship between the drug/devices and the procedures. If any abnormality was detected in the pump, replacement was to be considered after (B)(6) 2013. The patient was reported as recovering as of (B)(6) 2012. The device system was used to deliver gabalon. A follow-up report will be submitted if new information becomes available.

Event description:
Additional information received reported the patient had refills on b)(6) 2012, with the dosage not changing at any refill. The march refill showed no volume discrepancy. At the b)(6) refill the expected residual volume was 4.0 milliliters (ml) and the actual residual volume was 3.0 ml. At the b)(6) refill the expected residual volume was 2.9 ml and the actual residual volume was 2.5 ml. At the b)(6) refill the expected residual volume was 6.8 ml and the actual residual volume was 0.0 ml. It was reported the patient had spasm and withdrawal symptoms on b)(6) 2012 and was noted to be recovering as of b)(6) 2012. The patient also had worsened contracture in the lower limbs on b)(6) 2012. A catheter x-ray study was performed on b)(6) 2012 and there were no abnormal findings. There was no obvious catheter damage observed on 3d-CT imaging on b)(6) 2012. The pump's operational status was confirmed. There was an abnormal rate of variability, inferring that the pump had sustained some kind of operational failure. Additional information received reported the patient had another refill on b)(6) 2012 and an assessment on b)(6) 2012. The expected residual volume at the refill was 10.6 ml and the actual residual volume was 9.7 ml. A pump operability tests were performed on the same day as the refill.a variability test, a rotor test, and an alarm test all found no abnormalities. It was reported the variability rate was 12.2% on the refill date, which was within the allowable range. In the rotor test, there was rotation of almost 60 degrees. As of b)(6) 2012,the patient developed a spasm and was hospitalized. The patient's symptom was determined to be caused by a change in dosage of antiepileptic.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial # (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. It was reported that, on (B)(6), the patient developed spasms and was treated by a local physician and, three days later, the patient visited the hospital for sustained spasms. On the following day, an increase in spasticity of the patient's lower limbs was observed and the ashworth score increased to three or higher. A refill was performed and it was adjudged that the drug in the pump had reached 0.0ml, while the programmer displayed 6.8ml. It was stated that the programmed alarm, that should give a warning that the remaining drug reached 6.8ml, did not activate. There was no catheter abnormality detected in radiography and, although the cause could not be identified, the refill was performed and the next refill was scheduled for (B)(6). Seven days after the refill, it was indicated that the patient's spasticity had been improving. It was stated the patient was started on tegretol on the following day and the patient had reportedly recovered from the spasticity as of (B)(6). At the next refill appointment, it was seen that the variability rate was 12.2%, which was within the allowable range, but if the abnormal variability was detected again, a pump replacement might be performed. In a rotor test, a rotation of almost 60 degrees was confirmed. Additionally, the alarm test showed normal results. It was adjudged that the patient's symptoms were due to withdrawal brought on by drug exhaustion. One week later, the patient was hospitalized for spasms during a spastic attack, but the patient's symptoms were adjudged as a condition associated with changes in the patient's dose of antiepileptic. The patient stayed in the hospital for nine days. It was indicated that, while there, the patient's dose of tegretol was increased on (B)(6) and levetiracetam was concomitantly used starting on(B)(6). As treatment on (B)(6) , a 6mg diapp suppository was used three times; subsequently, the patient suffered from sustained generalized spasms and was transferred to the emergency department. It was reported that horizon 2.5g was used and the spasms resolved. As the results of the rotor and alarm test showed that the pump operation was normal, the case was assessed as unknown. It could not be confirmed that there was absolutely no causal relationship between the spasms on (B)(6) and the intrathecal baclofen therapy.